Event description:
On (B)(6) 2021, the user contacted dario to report elevated blood glucose (bg) readings. Two weeks prior to contacting dario, the user reported receiving readings 30-40 points higher than her 2 other non-dario meters. Due to these elevated readings, the user went to the doctor, where her bg levels were tested in the lab. The lab test results were 62 mg/dl compared to a reading of 102 mg/dl with the dario meter. The user refused to troubleshoot with dario's representatives, and was only interested in a refund. There is not enough information available to further investigate this case. Therefore, no resolution is available.